Manufacturer narrative:
Investigation revealed the failure of the dash ac power cord was caused by damage to the electrical contact area inside the molded power cord plug end, where the wire is crimped to the terminal end of the metal blade assembly. Frequent connection and disconnection of the dash power cord to an ac outlet can cause stress on the blades that eventually leads to weakening of the crimp-to-wire connection inside the power cord. Current flow through the weakened crimp connection causes the power cord to overheat and possibly melt and burn. Ge provides preventative maintenance labeling for users to inspect and test the integrity of power cords in the "electrical safety checks" section of the dash service manual. This testing assures that the electrical resistance of the safety ground conductor and the level of leakage current (line conductor-to-ground and neutral conductor-to-ground) meets the iec 60601-1 standard. Corrections: customer confirms the device was not in use on a patient when the issue occurred

Event description:
The customer reported that the dash 3000 caught on fire around the plug area. No patient compromise reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.